Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2011-04041 and 3005099803-2011-04042 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and two leveen needle electrodes were used during a lung rfa (radiofrequency ablation) procedure performed on (B)(6), 2011. According to the complainant, a single electrode was available in ircu. After unpacking the electrode (mr # 3005099803-2011-04041), the radiologist observed a significant amount of an unknown white substance, crystalline in appearance, at the distal tip. The case was delayed while a replacement was located. Reportedly, the delay caused patient distress as the patient did not respond well to being under general anesthesia. The case continued using a second electrode (mr # 3005099803-2011-04042), but roll-off was not able to be achieved. The procedure was not completed due to this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient identifier, age/date of birth, and weight are unknown. However, patient over 18 years old. (B)(6). The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined. (B)(4).